Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer was using off-label insulin. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.